Manufacturer narrative:
The user reported being hospitalized on (B)(6)2025 and was diagnosed with a tumor at the bottom of the stomach. The event was not related to diabetes. The user received treatment at the hospital, was prescribed tetracycline, and reported changes to their insulin regimen. At the time of the call, the user stated they were feeling better. Per dms review, the user continues to use the system with information up to date.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized on (B)(6)2025 and was diagnosed with a tumor at the bottom of the stomach. The event was not related to diabetes. The user received treatment at the hospital, was prescribed tetracycline, and reported changes to their insulin regimen. At the time of the call, the user stated they were feeling better. Per dms review, the user continues to use the system with information up to date.